Event description:
The customer reported via phone cal that he/she hospitalized due to high blood glucose. Customer blood glucose was 300 mg/dl. The customer was admitted to the hospital. The costumer cause of emergency room visit as per healthcare provider is insulin pump not functioning. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose was 218. The customer was unable to do troubleshooting at the time of call because of not wearing the device. The customer was advised to do a complete set change as soon as possible. The customer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.